Event description:
A vague report was received from the hospital that the infusion pump did not detect air while in clinical use. The amount of air involved was not reported. No pt injury was reported.